Event description:
One 2.8mm titanium suture anchor remains in the bone, during the tying process one suture broke. It was reported that the operative site was pre-drilled with the appropriate drill. Surgery was successfully completed, and it was reported that there was no patient injury or complications.